Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer returned pump for an alleged pump lose power without any alarm signals and failed battery alarm. Pump monitored for several days. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and a21 alarm test. No battery power loss alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: missing end cap sticker, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm not confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.